Event description:
The customer experienced an event where she rec'd a blood glucose result of 177mg/dl on the accu-chek advantage system. She became disorientated ten minutes later. The paramedics were called at an undisclosed time later, the customer's blood glucose result was 26mg/dl on the professional meter. She rec'd an injection (unknown contents) from the paramedics followed by treating herself with peanut butter and jelly. She was subsequently hospitalized. New system sent and returned requested.